Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer who is getinge cardiosave qualified called stating the device passed all functional and calibration checks and could not find any issues.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported during routine check by hospital personnel the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss alarm in circuit. Units helium tank was full , line was intact with no leaks. The gas line was disconnected and reconnected to reset the alarm. The device was not included in affected lot numbers, but was showing the same type system condition alarm noted in voluntarily medical device correction. There was no patient injury reported. Medwatch MDR report # mw5154713.

Manufacturer narrative:
Updated data: a2, a3, a4,a5, b3,b4,g3,g6,h2,h10,h11. Corrected data: b5,e1(name & email), e3,e4.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by hospital personnel the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss alarm in circuit. There was no patient injury reported.